Event description:
It was reported during an ablation procedure there was a leak in the hemostasis valve of a swartz braided transseptal introducer. The leak was noted after it had been inserted into the patient. The leaking sheath was replaced and the procedure was completed without any consequences to the patient. Additional information was requested but not received.

Manufacturer narrative:
(B)(4). One 8.5f swartz braided introducer was received for evaluation. No visible anomalies were observed. The hemostasis cap was removed and the two part seal system was examined; a large hole was observed in one seal and the other was torn, which caused the reported leaks. The damage to the seal was consistent with being caused by a sharp circular object. Leak testing of the returned deice confirmed a leak at the valve. Additional testing revealed the leak was caused by holes and cuts in the 2 part seal system. Review of the device history record confirmed this lot met manufacturing requirements prior to shipment. The root cause classification was consistent with operational context as device performance was limited due to anatomical/procedural factors.